Event description:
Sorin group received a report that during set up, there was a leak from the heat exchanger of the oxygenator. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the dideco avant oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.